Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented the emergency department with complaints of bilateral lower extremity edema and shortness of breath. During the patient admission, it was noted that patient was lethargic with increased oxygen demand which required 7 l o2 by nasal cannula, elevated jugular venous pressure . Patient had a 12 beat run of non-sustained ventricular tachycardia. Patient was also placed on dobutamine drop for additional support. Patient also had an episode of hemoptysis felt to be driven by volume overload in the setting of anticoagulation. Patient had become dialysis dependent during this hospitalization. On (B)(6) 2019 it was noted that the patient continued with shortness of breath and increased abdominal distension. Inotropes drip started and continued for 16 days. Drip was weaned off patient prior to discharge. No further information was provided.

Manufacturer narrative:
Section d4, h4: additional information. Section g3: correction. Section h6: correction (patient code). Manufacturer's investigation conclusion: analysis of the submitted log file confirmed low flow alarms; however, a specific cause for this finding could not be conclusively determined. A direct correlation between the log file findings, reported events (right heart failure, ventricular tachycardia, hemoptysis, elevated jugular venous pressure), and heartmate 3 lvas, serial number (B)(6) could not be conclusively established through this evaluation. The system controller event log file contains data from 09:19am through 08:42pm on (B)(6) 2019. Several low flow events were captured throughout the file, resulting in 6 total low flow alarms. Calculated average flow ranged from 2.3-2.4 lpm for these events. The majority of low flow events occurred from 02:22pm through 03:05pm. Overall, calculated average flow ranged from 2.3-4.3 lpm. No additional atypical alarms were captured. The pump speed did not drop below the low speed limit for the duration of the file. The system controller periodic and lvad log files were also reviewed and no atypical events were captured. The center reported that the patient presented to the emergency department on (B)(6) 2019 with complaints of bilateral lower extremity edema and shortness of breath. During the patient¿s admission, lethargy was noted with increasing oxygen demand requiring 7l of oxygen by nasal cannula. Elevated jugular venous pressure was noted. The patient had a 12-beat run of non-sustained ventricular tachycardia. The patient was also placed on a dobutamine drip for additional support. The patient also had an episode of hemoptysis felt to be driven by volume overload in the setting of anticoagulation. The patient became dialysis-dependent during the hospitalization. It was also reported that the patient experienced right heart failure beginning on (B)(6) 2019. On (B)(6) 2019 it was noted that the patient continued with shortness of breath and increased abdominal distension. An inotrope drip was started and continued for 16 days. The drip was weaned off the patient prior to discharge. These events reportedly resolved without sequelae on (B)(6) 2020. Multiple requests for additional information were sent to the center; however, no further details were provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) and no related complaints have been reported at this time. The hm3 lvas IFU lists hypertension, bleeding, cardiac arrhythmia, and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, and provides information regarding anticoagulation, including the recommended inr range. The IFU also provides an explanation of all pump parameters, including pump flow. The IFU states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This document describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.